Event description:
It was reported that the metal tip on the super multivac 50 wand had fallen off. X ray was performed to see if the tip was inside the joint. The surgeon confirm that the metal tip was not inside the patient. No significant delay or patient injury reported.

Manufacturer narrative:
Visual inspection under magnification of the wand shows extensive electrode wear and a complete detached screen with discoloration/contamination and scuff/scratch marks on the spacer. The returned device shows a cut cable and a cut suction line. The shaft of the device is strongly bent. There are no manufacturing abnormalities visually observed with the returned wand. Functional evaluation could not be performed due to the cut electrical cable and a cut suction line. The complaint was verified and the root cause for this event could not be determined with confidence; however, the failure is consistent with extensive wear of the electrodes which in turn will decrease the functionality of the wand. The root cause of the complaint seems to be the end of useful life for the returned device, as physical evidence shows the electrodes come to a point which is consistent with disintegration of the electrodes.